Manufacturer narrative:
Per the clinic, the patient experienced an infection at the implant site and subsequently was treated with oral and topical antibiotics (specific date and duration not reported). It was also reported that the recipient was hospitalized on (B)(6) 2023.

Manufacturer narrative:
This report is submitted on april 27, 2023

Event description:
Per the clinic, the patient experienced (location of the infection unknown i.e. If it is device related). The device was explanted on (B)(6) 2023. It is unknown if there are plans to re-implant the patient with another device.